Event description:
The customer alleged the 7200 ventilator's audio alarm is malfunctioning. The customer corrected the problem by recrimping loose alarm wire connections. There was no report of any pt involvement. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.